Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular lead exhibited noise, long history of increased threshold and decreased r wave. The patient experienced dizziness which coincided with the intermittent av block and lead issue. The lead was capped and replaced on (B)(6) 2017. The procedure was uneventful and the patient will continue to be followed normally.